Event description:
Patient felt like the halo was pulling and not remaining in place. Right front screw was no longer in place but above the pinhole and the left front screw still remained in place however it had slightly shifted to the top of the pin hole site and was pulling the skin. Manufacturer response for anjon bremer halo system crown small, anjon bremer halo system (per site reporter). They will be sending packing materials for shipment of the device back to them. Responsive and helpful.